Event description:
It was reported that the pump's alarm sound was not annunciating. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.